Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/clotting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic, hypersensitivity, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia, apareunia, back pain, perforation fallopian tubes, urinary problems, uti, vaginal infect, vaginal discharge, fatigue, gi conditions, dental probs., hormonal changes, headaches, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, rash/skin condition, psych injury, perforation: fallopian tubes, urinary problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, dental problems., hormonal changes, headaches, nausea, weight gain, clotting and plaintiff did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and dental caries ('dental problems - tooth decay') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash macular ("rashes or skin conditions type: red, itchy patches/rash/skin condition"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes/hormonal changes describe: mood swings"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced constipation ("gi conditions/constipation"). On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/clotting/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 4 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), nausea ("nausea") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headache") and renal cyst ("kidney cyst"). The patient was treated with surgery (tooth extraction). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dental caries, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, constipation, mood swings, headache, nausea, weight increased, vaginal haemorrhage, migraine, rash macular, ovarian cyst and renal cyst outcome was unknown. The reporter considered abdominal pain, back pain, blood disorder, cardiac disorder, constipation, dental caries, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, psychological trauma, rash macular, renal cyst, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia, apareunia, back pain, perforation fallopian tubes, urinary problems, uti, vaginal infect, vaginal discharge, fatigue, gi conditions, dental probs., hormonal changes, headaches, nausea, weight gain current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: new events: vaginal bleeding, migraine, red blotches, ovarian cyst, renal cyst were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.